Event description:
It was reported that the pt's device system "had not worked in quite a while." No other info was reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).